Event description:
The distributor (B)(4) reported that the doctor wanted to use new revision screw driver because the screw was loose in cervical vertebrae bone. The distributor (B)(4) reported that the tip of the revision screw driver inner shaft was broken in the screw and the distributor reported that the doctor could not do anything with that screw even they could not remove the remained tip of the shaft from screw.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.